Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). The 5.0 x 150, 75cm mustang¿ balloon catheter was advanced for dilatation, however, on the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located in the mid body of the balloon measuring 5.7cm in length. A visual and microscopic examination found no issues with the profiles of the markerbands and along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). The 5.0 x 150, 75cm mustang balloon catheter was advanced for dilatation, however, on the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.